Event description:
On (B)(6) 2022, it was reported by a distributor via phone that a ar-2658tr tightrope deployed early. This occurred on (B)(6) 2022 during a clavicle fracture procedure when the device deployed too early, the device was cut out and another ar-2658tr was used to complete the case, there was no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.